Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the harmonic ace instrument broke. The fragments fell into the patient and were removed safely. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use and everything looked normal. The instrument broke while in the patient however all fragments were retrieved. The patient had not had any post-operative complications because of the incident. It was not clear as to why the instrument broke, but the fragments were retrieved using another instrument. There were no other issues with the case. An isi clinical sales representative (csr) was not sure if the instrument would be returned, however it was recommended to the customer. A backup harmonic ace instrument was used to complete the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting broke, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer retrieved the fragments safely from the patient during the same procedure. An intuitive surgical, inc. (Isi) clinical sales representative (csr) advised to return the damaged instrument for failure analysis investigation. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This is a reportable malfunction and adverse event due to the following conclusion: the instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.